Event description:
The user facility reported a patient scheduled for iud replacement in 2 weeks. During the preparation of the last vial of remicade, the vial exploded, causing the medication to spill onto the nurse's face, neck, and chest. Upon closer inspection, a crack was found in the syringe, which led to the leakage. Despite this, the patient received the full dose as only a portion of the vial was needed. The nurse experienced a swollen and numb face, burning lips, and a rash on her face and chest. Oral benadryl was taken to address these symptoms. Additional information received on 12 nov 2024: the nurse is now stable and has seen their family doctor, who prescribed prednisone and blexten. The actual patient was not impacted in any way.